Event description:
The son of a female patient contacted lifecor customer support to report that one of her battery packs is dead and won't charge.he reports that they have been consistently charging and switching the batteries every day.when they place the dead battery into the charger the green light is on as well as the charger fault light,which flashes red.when the same battery is inserted into the monitor the screen remains blank.the downloaded data does not show any charger or battery pack faults.the suspect battery pack was replaced.